Event description:
Event verbatim [preferred term] two blisters with third degree burn [burns third degree] , two blisters with third degree burn [burns second degree],. Case narrative: this is a spontaneous report from a contactable consumer (patient's husband) via a sales representative. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap) (device lot number was not provided) from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced two blisters with third degree burn on an unspecified date. Event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, both events "two blisters with third degree burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device., comment: based on the information provided, both events "two blisters with third degree burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category was non-assignable (complaint not confirmed). The plant reviewed batch r97312 (the only batch within the scope of this investigation) from a manufacturing perspective. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged burn from wrap. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect could vary with each individual. The manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint.

Event description:
Event verbatim [preferred term] 2 blisters, one on each side of her hip, one was open diagnosed as third degree burn [burns third degree], 2 blisters, one on each side of her hip, one blister was complete [burns second degree], did not check her skin under the product while wearing the heatwrap, had read the instructions prior to use [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer (patient's husband) via a sales representative. A female patient of an unspecified age (reported as older than 56 years of age) and ethnicity. Started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number: r97312) from (B)(6) 2017 for back pain. The patient's medical history included heart surgery (perform a valve change) on an unspecified date. Concomitant medications included ongoing warfarin from an unspecified date for an unspecified indication and ongoing acenocoumarol (sintrom) from an unspecified date for an unspecified indication (both medications began after heart surgery). The reporter stated his wife used the back heatwraps for the first time on (B)(6) 2017. She wore the heatwrap for 8 hours and did not notice any pain during that time. When the heatwrap was removed, they discovered the patient had 2 blisters at her back, one on each side of her hip on (B)(6)2017. One of these blisters was open, but the other one was complete. The patient went to a primary care center and the blister that was complete was "emptied and cured". The blister that was broken was diagnosed as a third degree burn in the primary care center. The patient needed to go every 4 days to the primary care center to take care of it while healing. The patient did not check her skin under the product while wearing the heatwrap. She had read the usage instructions prior to using the heatwrap. The adhesive was attached to clothing. The reporter explained that he protected the area of the patient's skin before putting on thermacare, and then put thermacare over the clothes and not directly on the patient's skin, following the instructions. The patient did not have any abnormal skin conditions. Action taken with the suspect product was permanently withdrawn on (B)(6) 2017. The patient had recovered from the complete blister but had not recovered from the third degree burn. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category was non-assignable (complaint not confirmed). The plant reviewed batch r97312 (the only batch within the scope of this investigation) from a manufacturing perspective. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged burn from wrap. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect could vary with each individual. The manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (10nov2017): new information received from the contactable consumer includes: patient's medical history, concomitant medication, updated suspect product, suspect product indication, suspect product start/stop dates, action taken with suspect product, events start date, reaction data (additional event intentional device misuse) and event outcome; new information received from product quality complaints (pqc) group included: suspect product lot number and product quality investigation results., comment: based on the information provided, the events of burns third degree, burns second degree and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative, there is evidence of device misuse, which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.